Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a percutaneous coronary intervention procedure, in-stent restenosis occurred. In (B)(6) 2010 the patient presented with chest pain and abnormal stress test. The patient was diagnosed with stable angina and cardiac catheterization was recommended. Coronary angiography revealed 80% proximal diffuse in-stent restenosis of previously placed taxus stent in the left anterior descending artery (lad). The in-stent restenosis was treated with direct stent placement of a 3.0x38 mm taxus stent, resulting in 0% residual stenosis. The 70% stenosed and 3 mm long de-novo target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 4.5 mm. The target lesion was treated with direct stent placement using a 3.50x12 mm taxus liberte stent, resulting in 0% residual stenosis.